Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons became unresponsive when she attempted to confirm and alarm after she had been swimming with the pump. During the call with animas customer support, the patient noted a tear over the up arrow keypad button. The patient reportedly wears the pump with a clip on her belt, and does not clean the pump. There was no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However this complaint is being reported because it is unknown when the damage occurred in relation to the alleged button unresponsiveness.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. On examination, the keypad was noted to be torn over the up arrow button. On testing, the down arrow button was unresponsive. The up arrow and ok buttons had intermittent response. The contrast button was normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. A leak test was performed and revealed a keypad leak. The pump was opened for investigation and revealed moisture inside the pump.